Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A f/u report will be submitted with investigation results should the affected devices be received for eval.

Event description:
Customer reported pump was involved in an incident. Biomed believes backflow occurred from the tubing; however, no event details were received except to state that no pt harm occurred.